Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the patient¿s blood glucose was high. The customer¿s blood glucose level was 596mg/dl at the time of the incident. The customer reported that she had damage to her pump. The customer reported that she was hospitalized as the pump malfunctioned. The customer reported that the back of the pump, reservoir compartment is cracked. The customer reported that the pump was bumped. The customer reported that she was hospitalized on (B)(6) 2017 for high blood glucose of 596mg/dl. The customer was treated with insulin drip. The customer was wearing the pump at the time of hospitalization. The customer declined troubleshooting for their high blood glucose. The customer was removing reservoir and the plastic piece popped off. The customer declined troubleshooting for high blood glucose. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump was received with completely broken reservoir tube lip, missing reservoir tube o-ring, cracked reservoir tube window, cracked case at reservoir tube window corners, broken battery tube threads, cracked case at display window corner, minor scratched lcd window and stained end cap sticker. Unable to perform occlusion test or displacement test due to broken reservoir tube lip and missing reservoir tube o-ring.